Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one month and twelve days following the implant of this 34 mm transcatheter bioprosthetic valve, after the valve was reported to be implanted 8 mm below the annulus with good hemodynamics observed, it was noted that the valve had migrated down to the left ventricle. Subsequently, a 26 mm non-medtronic transcatheter valve was implanted. It was reported that the measurements are performed by the physician and the computed tomography (CT) quality was poor, therefore the valve choice was difficult. The native annulus was calcified but not heavily. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.